Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reports excessive ambient light during a procedure causing an error message. The procedure was completed with a system exchange. There was no pt harm.